Manufacturer narrative:
(B)(4). No complaint sample was returned by the customer; however, the customer provided 2 photos of an unraveled spring-wire guide. The customer complaint of an unraveled swg was confirmed based on provided photos. However, complaint verification testing could not be performed as the actual complaint sample was not returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the clinician encountered resistance while attempting to advance the swg (spring wire guide) after inserting approximately 6" of wire. The clinician removed the wire from the needle and successfully re-attempted and advanced the wire to the desired length. The mahurker catheter was successfully advanced over the swg. Upon removing the swg from the catheter, the swg was uncoiled. Another clinician was able to remove the swg.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the clinician encountered resistance while attempting to advance the swg (spring wire guide) after inserting approximately 6" of wire. The clinician removed the wire from the needle and successfully re-attempted and advanced the wire to the desired length. The mahurker catheter was successfully advanced over the swg. Upon removing the swg from the catheter, the swg was uncoiled. Another clinician was able to remove the swg.